Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint and found the foreign matter. Additionally, the scope ID data was not stored, there was damage or deformation due to physical stress, the resin area became detached due to humidity/deterioration and/or bending at a sharp angle, there was a decrease of output light, there was water invasion in the device, and an electrical continuity error. The customer claimed to have cleaned/disinfected/sterilized the device before sending it to olympus. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying an e315 error. The device was returned to service where evaluation found foreign matter on the ventilation port. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-may-2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the e315 error occurred due to the liquid adhering to the circuit built into the scope connector and causing a conduction abnormality. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for the location where foreign matter remained, and there was no physical damage to the location where foreign matter remained. The detection method is described in the instruction manual cleaning/disinfection/sterilization section ¿chapter 5 section 4 endoscope water leakage test¿ and instruction manual cleaning/disinfection/sterilization edition "5.5 manual cleaning of endoscopes and accessories cleaning the scope connector and the outer surface of the universal cord" describes preventive measures. Olympus will continue to monitor field performance for this device.